Manufacturer narrative:
The customer's complaint has been confirmed. Visual exam revealed a kink in the working length of the device, and a bend in the snare loop, which was also detached from the cannula. Microscopic examination of the connecting cable noted that the distal end was coined, indicating that the cable had been properly crimped in the cannula. This examination also noted crimp indentations in the proximal end of the cannula; however, the indentations were proximal to the loop wire itself. See figures 1 through 4 for photos. The evidence indicates an inadequate proximal cannula crimp joint, likely a result of not inserting the wire deep enough into the cannula during the crimping process. A functional evaluation confirmed that actuation of the device handle resulted in a corresponding movement of the snare loop. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database did not identify any additional complaints reported for the same lot. The may 2007 15-month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; neither an unfavorable trend nor any above-limit data point was noted.

Event description:
It was reported to boston scientific corporation in 2007, that during the placement of a pull method enteral feeding device (patient age and gender unknown), "the snare loop fell off inside the patient's stomach". The physician retrieved the loop with a biopsy forcep (product details are unknown), and a biopsy forceps was also used to complete [the] procedure successfully. The patient's condition was reported as "fine".